Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed the active exhalation verification test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve were recommended to be replaced to address the issue. The service engineer sent a repair quote estimate to the customer and the customer agreed to send a new purchase order for the repair to be performed. No further investigation is required.